Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced low blood glucose levels of 42 mg/dl. The customer was treated for the low blood glucose with glucose tablets. The caller stated the customer experienced the low blood glucose after basketball practice. The caller stated that the replacement insulin pump may have delivered too much insulin to the customer. The caller stated that they will call back at a later time regarding the issue.